Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us was unable to deliver medication and was difficult to operate during use. The following was obtained from the initial reporter: "consumer reported needles bent at patient end before injection, stated that she noticed the bent needle after removing the covers. Consumer also reported needle clog during injection, said the pen is difficult to depress."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us was unable to deliver medication and was difficult to operate during use. The following was obtained from the initial reporter: "consumer reported needles bent at patient end before injection, stated that she noticed the bent needle after removing the covers. Consumer also reported needle clog during injection, said the pen is difficult to depress."